Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured approx 30mm proximal of the weld site. The proximal section of j stiffener wire measures approx 57mm and has migrated down lead body approx 32mm proximal of weld site.

Event description:
Device analysis is provided. Explant method: intravascular, superior technique/tools: direct traction with locking stylet no complications.